Event description:
The wife of a (B)(6) male pt called into zoll lifecor customer support to report that the pt's monitor was not working properly. The pt's wife also reported that the screen turned red was no longer displaying the pt's name. Support issued the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(6) has been completed. The reported problem (will not power up properly) has been confirmed. As received, the monitor was found to have detective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.